Event description:
It was reported that the patient did not feel stimulation in the correct pain area due to impedances displayed on the spinal cord stimulation (scs) lead. Therefore, the patient underwent a procedure where the lead was removed and replaced with two new leads. Postoperatively, device programming was optimized to provide stimulation to the correct area. The device will not be returned as it was retained by the medical facility.